Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
.The customer reported that the nurse programmed a fentanyl infusion at a rate of 32ml/hr. Instead of 24 ml/hr. Although requested no further details provided and the customer is declining an investigation at this time.